Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple motor error alarms. Device was able to rewind. Customer's blood glucose was 5 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform occlusion, prime, and the excessive no delivery test due to motor error alarm. The motor was tested outside the pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched keypad overlay near esc and act buttons.